Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6287636. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had a splash back of blood when the safety button was pushed. No injury or medical intervention reported.